Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling while acquiring ECG via pads and leads without duplicating the report. The device was recertified and returned to the customer. The ECG accessories used were not returned as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 70-year-old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.